Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found the thumb screws came loose on the sipper nozzles. He replaced the sipper shafts and thumb screws and ran mechanism checks and ise checks that passed. The customer ran qc and precision that passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results for qc material and patient samples from the cobas 8000 cobas ise module. The initial result was 132 mmol/l and the repeat result was 142 mmol/l. The repeat results were believed to be correct.